Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: concomitant medical products: device returned. H3 (device evaluated by MFR), h4 (device manufacture date), h6: a review of the device. History record. Device history lot. Part: 03.033.001, lot: l551419, manufacturing site: haegendorf, release to warehouse date: 08. Dec. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3 (device evaluated by MFR), h6: investigation summary background: it was reported that on an unknown date, the radiolucent insertion handle femoral recon nail (frn) and driving cap were unable to thread together. It is unknown if there was surgical delay. Procedure outcome was unknown. There were no patient consequences reported. This complaint involves two (2) devices. Investigation flow: damage/device interaction. Visual inspection: radiolucent insertion handle frn was returned and received at the us cq. Upon visual inspection, the inner threads of the insertion handle are stripped/deformed. No other issues were identified with the returned portions of the device. The received condition is consistent with the complaint condition thus conforming the complaint. Functional test: functional test was performed but the devices are unable to assemble due to the stripped/deformed condition. Dimensional inspection: dimensional inspection cannot be performed at cq as the relevant features of the device are inaccessible. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Se_676288 rev. E. Yes, the complaint was confirmed, the device received is unable to assemble. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the radiolucent insertion handle frn as the device is inner threads are stripped. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. D4: lot number provided for reporting. D10: complainant part was returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the radiolucent insertion handle femoral recon nail (frn) and driving cap were unable to thread together. It is unknown if there was surgical delay. Procedure outcome was unknown. There were no patient consequences reported. This complaint involves two (2) devices. This report is for one (1) radiolucent insertion handle frn. This is report is 2 of 2 for (B)(4).